Event description:
The customer reported that they used items on pts that had not been sterilized. The customer stated that the chemical indicator tape changed color even though the cycle was not run. The customer stated that the physician was notified of the unsterilized item and she believes that the pt was treated with antibiotics. The customer did not provided pt info or further details. "The customer".

Manufacturer narrative:
.